Event description:
It was reported that during the routine replacement procedure, in disconnecting the right ventricular (rv) lead from the cardiac resynchronization therapy defibrillator (crt-d), there was difficulty encountered with reengaging the setscrew. A new set of wrenches were tried, the seals were cut away, and extra pressure was applied in turning until the pin was finally released. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.